Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastro videoscope exhibited that the distal end has a crack. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, a cause for distal end crack could not be presumed. Moreover, during the investigation, it was discovered that the knob wire and bending section cover had foreign objects since the device was returned without reprocessing at the facility. While the device malfunction was confirmed, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.